Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the door winch was replaced. The top and bottom dingus was replaced. A door alignment was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that gantry door was closed with a surgery cloth in it. The site tried to opened the door manually with no succeed. So the site had to take out the cloth little by little, but the door still is not opening normally and is making a strange sound. No patient was present at the time of the event.